Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited coupler unit is rusty, the image is sometimes blurry, flexible print board of charge-coupled device (ccd) is damaged, and water leakage inside charge-coupled device (ccd). There was no patient involvement.